Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual testing of the loading unit revealed that the anvil was bowed and the anvil clamping mechanism was deformed. Functional testing was performed with acceptable results. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications regarding the reported condition. Replication of the observed secondary bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the first firing made a popping sound but fired completely. Patient is stable.